Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother was calling back to reported via phone call that, again, the customer¿s insulin pump had a blank display during the night. The customer¿s blood glucose level was unknown at the time of the incident. The caller was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: compromised force sensor system alarm during the basic occlusion test due to faulty sensor resistor. Pump passed the stop current test, run current test and displacement test. Unable to perform the self test, unexpected restart error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. No blank display anomaly or constant tone/noise anomaly noted, however moisture damage found on the electronics and motor. Pump had cracked case at display window corner and minor scratched display window.